Event description:
Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true (B)(6) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported through the patient's family that the patient expired after an implant duration of approximately 2 months from endocarditis. Of note, the exact date of death is unknown; the only information provided is that the patient expired in (B)(6). It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: through follow-up with the health-care provider, it was indicated that they were unaware of the patient's death and could not provide any additional information. The hospital was also unable to release any patient records due to privacy regulations. Unfortunately, the edwards device was not returned for analysis; it is unknown as to whether the device remained implanted in the patient at the time of death. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.